Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 56/50 p on the right side on (B)(6) 2007. The patient was revised in 2013 (exact date not reported) due to pain. Left side case: (B)(4).

Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on august 7, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced , zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was revised on (B)(6) 2013 due to pain, loosening.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should add'l info become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).